Event description:
Information was received indicating that during the use of a smiths medical cadd cassette reservoir, the customer noticed medical fluid was leaking from it. There was no patient injury.

Manufacturer narrative:
Other, other text: device evaluation: two pictures were received, on review and observation no damage could be detected. Additionally, one sample was received in used condition in its opened original packaging. Functional testing involved leak testing using a syringe. The sample was filled with no issues and no leaks were found during the test. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.